Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.

Event description:
The following has been reported: work description: while running error 97-001 main oscillator appeared. Did turn off and back on, seemed ok but removed from use. Sims completed and pic of screen sent to clinical engineering. Closing comments: received pump from clinical engineering who stated that pump is okay to return to pump garage pending complete pm. Confirmed oscillator failure, replaced cpu on board. Pm completed after replacing cpu due to oscillator failure. Upgraded software to new version 2.2f. Pm completed using agilia partner version v2r 4.0.3.21072. Wi-fi configured sql and centerium server checked for connectivity and data download: pass reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.